Event description:
During ptca / stenting procedure, the nc viva balloon ruptured at 16 atms on the second inflation. (The number af atms reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a calcified 90% stenotic lesion in the mid lad coronary artery. The physician used a 6f goodman introducer sheath for vascular access and athlete soft guidewire and a launcher guide catheter to cross the lesion. It is not known whether the lesion had been predilated. The nc viva balloon was being used to post-dilate a duraflex stent. The procedure was discontinued as the physician was unable to prep an exchange device. Details regarding a future procedure are unk. No pt injuries or complications were reported. Pt status is reported as 'good'.